Event description:
Patient developed an unstageable pressure ulcer on his left lateral ankle while wearing the garment.

Manufacturer narrative:
The facility reported via a medwatch report that a patient developed an unstageable pressure ulcer on his left lateral ankle from the device tube where it meets the sleeve. Multiple phone calls and email attempts were made to gather specific details from the facility but they did not respond. We don not know if the sleeve had been correctly sized, applied and/or positioned on the patient. It is not known how long the device had been in place or how often skin integrity assessments were performed. The description of the pressure ulcer was not reported or details pertaining to any subsequent treatment. If the sleeve was not correctly placed on the patient and / or if the patient was laying on the exit tubing, pressure points could have been a contributing factor to the reported incident.